Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind sequence and also alarmed unexpected restart. Customer's blood glucose was 261 mg/dl at the time of incident. Troubleshooting found that the customer was able to clear alarm but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. Unable to confirm the unexpected restart, motor error or rewind anomalies due to the blank display. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip.